Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -16.0/+1.5/078 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional information: device evaluated by MFR - device evaluation - the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the haptic torn. Claim #(B)(4).